Event description:
It was reported to boston scientific corporation on may 22, 2008 that a corflo cubby low profile gastrostomy device was used for a percutaneous endoscopic gastrostomy (peg) procedure performed the month prior (patient age, gender and weight unknown). According to the complainant, the right angle feeding tube leaked between the y-port and the tube approximately three weeks after placement. The device was replaced with a different device (device unknown). No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
No consequences or impact to patient. Leak(s) the lot number is unknown; therefore, the manufacture date and the expiration date can not be determined. A visual evaluation of the returned device revealed that the bond area between the y-port and the tubing began to separate on one side. The exact root cause can not be determined.